Event description:
The surgery center reported having 4 phacoemulsification ellips handpieces that had the cable assembly/cords were broken and the wires were exposed. This is three of four reports.

Manufacturer narrative:
(B)(6). The handpiece was not returned. The handpiece was with customer for a period of three years. The handpiece was not under warranty. The wires exposed may have occurred due to failure to appropriately maintain the device. All pertinent information available to abbott medical optics has been submitted.